Event description:
Information received from medwatch# (B)(4). The patient was diagnosed with b cell lymphoma and then enrolled in the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. Treatment of an unruptured bifurcation basilar tip aneurysm in the midline. It was reported that the patient underwent coiling embolization with two coils and experienced soreness and bruising behind the left ear post procedure and required hospitalization, but discharged later. Same event as MDR# 2029214-2013-00806.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).